Manufacturer narrative:
Model number/catalog number: sc-2317-50; (B)(4). Model/catalog description: infinion cx lead kit, 50cm. Explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients pain had worsened after the scs device was implanted. The patient underwent an explant procedure per physicians preference.